Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown concentration of hydromorphone, clonidine, and bupivacaine at 2.796 mg/day, 209.7 mcg/day, and 2.796 mg/day, respectively, via an implantable pump for non-malignant pain. It was reported when the patient was refilled in july, around the 19th, they left their appointment and bolused successfully, and then the next time they attempted a bolus, it paralyzed them. The patient reported they "flipped out." The patient went to the emergency room and the pump was subsequently replaced. The event date was reported as "around july 19th." It was reported the patient had really bad intractable pain. It was indicated this was the patient's baseline. It was reported patient can bolus every hour and has a maximum of 19 boluses per day. The patient stated he boluses every hour on the hour. It was indicated the bupivacaine provides numbness for the pain area. No further complications were reported or anticipated.